Event description:
Report received from abbott affiliate of a possible overdelivery of morphine. The report states: "patient was receiving morphine at 1mg/ml (100ml bag). Pump alarmed for air in the line. Bag was empty although pump history indicated that only 35 deliveries of 2ml had infused. 50 demands had been registered. Patient required no additional attention. Subsequent testing by the hospital's medical physics department failed to duplicate the problem." The patient did not experience any adverse effect. The abbott affiliate has been queried for further info and no add'l info has been provided.